Event description:
It was reported that the patient presented to the clinic due to pocket erosion. The physician explanted the entire system ¿ pacemaker, right ventricular lead and atrial lead to resolve the issue. The patient was in stable condition throughout the procedure.